Event description:
It was reported the patient experienced discomfort at the ipg site. As such, the patient underwent surgical intervention on (B)(6) 2019, wherein the ipg was repositioned and secured within the original pocket. The issue is resolved.